Event description:
Sorin group received a report that the touchscreen of the s5 roller pump was unresponsive during set up. The pump was not used. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(4). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) a report that the touchscreen s5 roller pump was unresponsive during set up. The pump was not used. There was no pt involvement. A sorin group service representative was dispatched to the facility to evaluate the reported issue. Visual inspection of the pump found the display had been damaged, causing it to become unresponsive. The touchscreen was replaced. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.